Manufacturer narrative:
Evaluation summary: received for analysis was export advance aspiration catheter with the aspiration line and syringe engaged. The strain relief is lifted in a distal direction 4mm and the over sleeve material is lifted 2 mm. This is consistent with the photographs provided by the customer. The damage occurred reportedly when wiping the catheter during the procedure.

Event description:
The physician was attempting to use an advance aspiration catheter during a procedure to treat a lesion in a moderately tortuous rca. The lesion had 100% stenosis but with no calcification. The device was removed from packaging, inspected and prepped, with no issues noted. A non-mdt guiding catheter and a non-mdt guide wire were used. The advance was used because the rca had been obstructed by thrombus. There was a concern that an ivus catheter may encounter difficulty in crossing the lesion. Pre-dilation was performed using 2.0mm non-mdt balloon. There was no problem on the first use. The physician flushed the aspiration lumen and guide wire lumen again, and a stylet was attached, prior to second use. The device was wiped from proximal to distal direction. The physician noted something different on the second use and checked the wire exit section of the catheter. The catheter shaft was found to be frayed. It was reported that the wire exit port was probably advanced ahead of the guide catheter tip. Resistance was experienced during use, but excessive force was not used. No patient injury reported advance ce is not marketed in the us however is considered the same as the us marketed product advance

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.